Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04177, and # 3005099803-2010-04178. It was reported to boston scientific corporation that two ultratome xl sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the sphincterotomy, the cutwire on the first ultratome xl broke. The same event occurred with the second ultratome xl sphincterotome. It is unknown if the wire broke into 2 or more pieces, or if any piece fell away from the device. The procedure was completed with a third ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information has been received since the previous medwatch report was submitted. No portion of the cutting wire fell into the patient and no additional information is available from customer.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.